Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas exhibited a black screen that would not wake, and when placed on a charger the display showed bars and became unresponsive, consistent with a device display malfunction impacting screen visibility and usability. Symptoms included no reported adverse health effects, and blood glucose values remained in range. Outcomes included a temporary reversion to an alternate insulin therapy and shipment of a replacement ilet. Investigation included troubleshooting with the caregiver and verification of device details and shipping information. Investigation of this device revealed a suspected display or user interface failure of the ilet, resulting in the inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or display component malfunction.